Event description:
In (B) (6) 2008, a (B) (6) female patient underwent primary fusion surgery on l4-s1. On an unknown date, the patient presented with intense back pain and upon x-ray it was confirmed that the incompass polyaxial screw on the right of s1 had broken just below the neck and the left incompass polyaxial screw on s1 looked fatigued. Revision surgery took place on (B) (6) 2010. The patient did not have good fusion. The surgeon built a new construct removing both polyaxial screws at s1 and reimplanting two new polyaxial screws. The surgeon replaced the rods and set screws for the entire construct. The finished construct was from l4-s1.

Manufacturer narrative:
Product was retained at the hospital. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.